Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion testing due to moisture on the force sensor resistor. Unable to test for prime/a33 test and occlusion test due to motor error alarm however, the motor was tested outside the device and passed. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump became stuck in the prime and rewind phase. The customer stated, the insulin squirted out during the manual prime process. The customer's blood glucose was 100 mg/dl. She stated that insulin continued to drip after letting go of the act button during the prime process. The customer was driving at the time of the call and was unable to troubleshoot properly. She noted that the motor did not slow down nor did numbers ramp up on the screen after the act button was released. She was advised that during seating, the force sensor did not detect the reservoir. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.